Event description:
Medtronic received a report that two solitaires could not be removed from the catheter. The patient was undergoing surgery for treatment of an ischemic stroke of the m1. There was 1 pass with the device. It was reported that resistance occurred during retrieval at the hub. The vessel was not tortuous. The rhv was not lose during delivery. The sheath was secured in the hub of the microcatheter. The reported devices and any accessory devices were prepared and the catheters were flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a sheath, guide catheter, and microcatheter.

Manufacturer narrative:
H3: product analysis : damage location details: the solitaire x revascularization device was returned within the rebar-18 catheter. No damages were found with the rebar-18 catheter hub. The rebar-18 catheter body was found wavy from ~7.0cm to ~10.0cm from the proximal end of the catheter hub. The rebar-18 catheter body was found flattened from ~141.0cm to ~152.0cm from the proximal end of the catheter hub. The rebar-18 catheter body was found separated at ~155.5cm from the proximal end of the catheter hub. Compared to the product drawing, ~5.0cm of the rebar-18 catheter was found separated and not returned. The tubing material of the catheter separated end exhibited plastic deformation (jagged edges), indicating the catheter separated likely due to tensile failure. The solitaire x extended from the separated end for ~61.0cm. The solitaire x pusher shrink tubing was found damaged (twisted). The stent was found still attached to the pusher and in good condition. Testing/analysis: the solitaire x revascularization device could not be removed from within the rebar-18 catheter as it was found stuck. Conclusion: based on the device analysis and reported information, the customer¿s ¿resistance¿ report was confirmed as the solitaire x revascularization device could not be removed from within the rebar-18 catheter. It is likely that the damage found with the rebar-18 catheter (flattening) contributed to the reported resistance during removal. Regarding the separation of the catheter, separation can occur if the device is advanced/retrieved against resistance. However, the cause of the catheter damages could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.